Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to inappropriate material found. However, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
The airway mobilescope was returned to the service center with a report of v-shaped scratch was confirmed on the attached mobile monitor screen. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, dirt was found on light guide bundle, light illuminated from the light guide was noticeably dark. There was no patient involvement.